Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7, d6b, e1, h6.

Event description:
Healthcare professional reported "capsular contracture baker grade 4". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsualr contracture baker grade IV.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV". Device remains implanted.

Event description:
Healthcare professional reported "capsular contracture baker grade 4". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device analysis results: additional, corrected and/or changed data: d.9, h.3, h.6.